Event description:
Patient was revised due to pain and osteolysis. Report also stated that there was no bone ingrowth on cup that it was fibrous fixation only. Update: clinical report was received. Clinical report states that patient was revised due to metallosis.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient was revised due to pain and osteolysis. Report also stated that there was no bone ingrowth on cup that it was fibrous fixation only.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.